Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0205343947 implanted: (B)(6) 2012 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-may-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving (2000 mcg at 779.83288 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider checked the integrity of the catheter because the patient did not feel a difference with a dose increase. Contrast was injected into the catheter to see where it was going and it seemed that the contrast went in the peridual part (catheter dislodgment) so they decided to change the catheter and the pump which was nearing its elective replacement indicator.